Manufacturer narrative:
The customer¿s report of a leak at the upper fitment was confirmed. Initial visual inspection showed no anomalies. Functional and pressure testing confirmed a leak from a pin-hole tear on the silicone segment near the upper fitment. The cause of the leak was a pin-hole in the silicone segment. The root cause of the hole was not identified.

Event description:
The customer reported that the connection on the filtered tubing became loose and leaked at the upper fitment. There was no report of patient harm.